Event description:
It was reported that the insulin pump had physical damage. Customer stated the insulin pump had cracks around the reservoir compartment. No further information provided.

Manufacturer narrative:
Insulin pump received with cracked case on display window corners, cracked lcd window, minor scratched lcd window, broken reservoir tube lip, and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.